Manufacturer narrative:
Further details regarding the nature of the alleged inaccuracy were provided: the inaccuracy was off by about 5 cm in the anterior-right direction. Depending on how the exams align, there could be variation in the direction and amount of inaccuracy

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic software engineer reported finding during testing, that when in a tumor resection procedure using the software application cranial 2.2.6, if the user removes the registration exam from the merge set, they are still able to return to navigate, and find navigation inaccurate. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Steps taken by the medtronic software engineer to recreate the reported issue: complete a merge with the registration exam different than the reference exam for more than 2 exams. Complete a pointmerge registration and proceed to navigate. Go back to select patient and remove the registration exam from the merge set and only merge the reference exam and the additional merge exam. Click on the task dropdown in select patient. Notice that the user can go to navigate which should be disabled since the registration exam has been removed. Select navigate and use an instrument to review the accuracy. Navigation is inaccurate. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.